Manufacturer narrative:
The customer reported that the rns (remote network station) on the neuro floor is in communication loss. Patient information is being displayed; however, no waveforms are being displayed. The cns (central network station) is functioning normally. The customer was asked to go into the server and stop and restart the server which fixed the issue. Device not returned.

Event description:
The customer reported that the rns (remote network station) on the neuro floor is in communication loss. Patient information is being displayed; however, no waveforms are being displayed. The cns (central network station) is functioning normally.